Event description:
A break in the retention dome during percutaneous removal. The indwelling period was 210 days.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt at bas a partial semi-circular break in the retention dome was observed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The complainant indicates the complaint sample had been in place for approximately 210 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.